Event description:
Voluntary medwatch form received states: it was reported that this left ventricular (lv) lead was part of a system revision due to infection. Furthermore, the device had eroded outside the pocket. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
Related voluntary medwatch form received: mw5156785.